Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2, -2.0/1.0/096 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. A longer length lens was implanted in a second surgery on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.